Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated surgical procedure, patent's extensions were damaged. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the extensions were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Section d6a: date of implant is unknown section d4: attempts were made to gather complete device information but it is unknown. Serial #, lot#, expiration date, unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Section h4: device manufacture date is unknown.